Event description:
A us distributor reported that a patient's electrode belt does not communicate with monitor.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (does not communicate with monitor) was isolated to the electrode belt trunk cable wires being broken. The root cause was unable to be positively identified. There was no adverse event hat resulted from the damaged belt.